Event description:
It was reported by the nurse educator that, "during transport of an ICU patient where the lines were like ¿spaghetti¿ because of double stacking 2 pump systems on one IV pole, and the nurse gave a bolus of the wrong medication. The hospital has ¿cracked down¿ and do not allow double stacking of pumps on IV poles anymore." This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.